Manufacturer narrative:
(B)(4) accounts for the additional intervention that was performed.

Event description:
It was reported that this right ventricular (rv) lead has high shock lead impedance trends that are greater than 150 ohms. The physician completed two induction shocks to test the system. The 21 joule (j) shock did not convert, but the 31 j shock did. The impedance test, post shock still tested at about 150 ohms. The patient is to be monitored. No additional adverse patient effects were reported.